Event description:
It has been reported that the patient's blood glucose level rose to more than 250 mg/dl while utilizing the pod for a duration of 24 to 36 hours. Although the adhesive remained intact, the needle dislodged from the skin, resulting in insulin leaking on the adhesive. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.